Manufacturer narrative:
Hvad pump hw11188 and outflow graft 1001855915 were not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms prior to the reported event date. In addition, a cardiac CT performed on site revealed the presence of a thrombus, within the outflow graft, correlating with the reported event. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive clinical cause cannot be determined, clinical status such as inr values, comorbidities, patient non compliance and pharmacological factors are possible contributing factors. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused by thrombus formation within the outflow graft. Concomitant medical products: 1001855915 - outflow graft. Unique device identifier (UDI) #: n/a. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU) and patient manual: include a reference guide for both visual and tone alarms including potential causes and actions to take. Per IFU: low flow alarms, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site from the vad coordinator that the patient presented to the clinic with complaints of multiple low flow alarms. It was said that the patient was not hospitalized for this event, all testing and evaluation were completed on an outpatient basis. There is significant number of low flow alarms seen in history. Patient is stable and remains asymptomatic. It was stated that the log files were sent to the manufacturer. Cardiac CT was done and showed, "extensive thrombus and/or pannus throughout the proximal to mid portion of the graft with a minimal luminal area as low as 0.5cm." The "thrombus/pannus extends to a lesser extent to the superior portion of the graft." Stated by the vad coordinator, patient is not a candidate for exchange or transplant due to history of being noncompliance. Patient was discharged and is currently seeking a second surgical opinion. No additional information provided. Investigation is ongoing.